Event description:
Error 51 device history record was reviewed, no event linked to the reported issue was observed. During preventive maintenance, error 51 was found in log. However, this error dated may 2018 before the upgrade 1.9 which addressed this issue (device was still in version 1.7 at that time). The device was received in lake zurich for preventive maintenance during which our local technical team found an error 51 in the log. As per technical manual the speaker was replaced and the defective part was sent to brézins for further investigation. However it was noted that the device was still in software 1.7 when the error 51 found in the log occured (may 2018). Error 51 is a known issue of false random technical errors (in particular error 51 & 52) and was fixed by a software upgrade 1.9. Customers were informed via bi0280-1. Upgrade was performed on the related device but the error 51 found in the log occured prior to this upgrade. After visual inspection the speaker was checked on a test bench with software version 1.9 and found to be functionnal. The event could not be reproduced and confirms that there was no issue with the speaker but the cause was a software issue.

Event description:
Error 51.